Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2019 the following findings: during investigation, the black box verified a eaw 128 replace battery alarm with secondary code fb80 on (B)(6) 2019. Secondary code fb80 is defined as a post motor fault with in the 5 volt motor circuit and is unrelated to the aa battery voltage. The cs 128 was not duplicated at time of investigation , pump cover was removed evidence of moisture corrosion was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.